Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip jumping), unintended movement (clip open - locked), and premature activation were not confirmed via device analysis due to the returned condition of the device. Additionally, it was observed that the clip introducer material was bent, a gripper line was broken, the actuator coupler was broken in two pieces, the harness was deformed, and an l-lock tab was bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unintended movement (clip open - locked) associated with the clip opening to 180 degrees while locked, the reported difficult to open or close (clip jumping) associated with the clip¿s quick jump from closed to 180 degrees, and the reported premature activation associated with the clip detaching from the dc shaft, were due to the actuator coupler break. The cause of the observed break associated with the actuator coupler break could not be determined. The observed deformation due to compressive stress associated with the bent l-lock tabs was due to the clip being angled off the dc shaft once the clip was partially detached. The observed material deformation associated with the deformed harness appears to be due to procedural circumstances during removal of the clip (clip withdrawn while attached only on lock line). The cause of the observed break (gripper line) could not be determined. The observed material twisted / bent associated with the twisted clip introducer material appears to be due to procedural circumstances (clip introducer/ clip delivery system rotated while inserted in the steerable guide catheter). There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic video taken during active use of the second cds (reported device) was provided. The first implanted clip (no reported issue) and second cds (reported device) can be visualized in the video with apparent damage to the reported cds. The delivery catheter (dc) shaft is extended ~1 in. From the steerable sleeve soft tip and both the radiopaque tip (ro) ring and l-lock shaft can be visualized. The clip arm angle appears to be ~180° and the clip is rotated ~90° about the l-lock shaft such that the clip arms are parallel to the l-lock shaft. It is evident that the top l-lock tine has disconnected from the connector of the clip; however, it appears that the bottom l-lock tine is attached to the connector in the video. There is a notable absence of the coupler from in between the l-lock tines. The clip arm hinge pins are confirmed to be engaged to the connector; there is no evidence of a hinge pin disengagement. The threaded stud does not appear to be damaged or bent. Reference figure 1. Due to the quality of the video (dark, low resolution) further assessment of the distal l-lock shaft or clip components is not possible. For premature clip detachment and clip rotation to occur, as observed in the video, the coupler would need to be retracted from in between the l-lock tines. During normal use, prior to deployment, the coupler is located in between the l-lock tines providing an outward force, pushing the tines into the connector windows of the clip; this creates a mechanical attachment between the clip and the dc. During deployment per the IFU, the coupler is unthreaded from the threaded stud of the clip (rotate actuator knob ~8 times) and retracted ~1 cm into the dc shaft by the user. This allows the l-lock tines to rest inwards to their natural state and disconnect from the connector windows, inducing mechanical separation as intended. It was reported that "when straddling the valve, the physician raised the grippers and the clip arms popped open to 180 degrees. It was noted the clip was locked when the clip arms opened. It was then observed the clip fell off the actuator". This indicates that the reported issue occurred well before deployment maneuvers and coupler unthreading did not occur. To this end, it is likely that the coupler broke such that the distal end of the coupler remained attached to the threaded stud of the clip. The remaining proximal coupler, still attached to the internal actuator assembly, receded into the dc due to typical tension on the system. The remaining portion of the coupler only needs to recede a very small amount (several millimeters) to clear the l-lock tines, allowing the tines to rest inward and separate from the connector of the clip. While it cannot be visually confirmed if the distal part of the coupler is attached to the threaded stud in the video (due to a potential break), based on the device design and functions explained, it is likely that the coupler broke. If a coupler break happens, as described, clip function is lost and clip arm opening can occur.¿ . The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted, reducing mr to a grade of 2+. An xtw clip was the inserted. However, when straddling the valve, the physician raised the grippers and the clip arms popped open to 180 degrees. It was noted the clip was locked when the clip arms opened. It was then observed the clip fell off the actuator. Since the lock line was still attached, the clip was able to be pulled back to the tip of the steerable guide catheter (sgc). The clip delivery system (cds) and sgc were then removed as one. Mr remained at a grade of 2+ and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).